Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left iliac artery. Following pre-dilation, a 2x60x75 epic vascular stent was advanced for treatment and the stent deployed. However, the stent delivery system became stuck with the guidewire during removal. The device and wire were removed from the patient together and the procedure completed. There were no patient complications nor injuries reported.